Event description:
It was reported that during a ptca/stenting treatment procedure the nc ranger balloon ruptured. The physician had successfully deployed a cypher stent in the mid region of the lad. The nc ranger balloon was being used for postdilatation of the stent when it ruptured at 18 atms on the initial inflation. The nc ranger balloon catheter was removed and replaced with another nc ranger balloon catheter which also ruptured at 18 atms on the initial inflation. The lesion being treated was a stenotic lesion in an lad coronary artery. The pt was asymptomatic during this event. No pt injuries were reported.